Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dizziness, decreased vision and glare. The iol was exchanged for same diopter non company lens 28 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received in a different iol case inside a different manufacturer product carton. Iol returned positioned correctly in the iol case. Solution is dried on the iol. There are small marks on the haptics. The optic is torn/split-cut. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).